Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings. On investigation, the alleged no power issue was duplicated in the evaluation. Battery compartment crack was found above the grip pad with evidence of moisture intrusion in the compartment and on the battery terminal. A battery compartment leak was demonstrated in a leak test. Caps were not returned and tests caps were used in the evaluation. The pump failed to power up and was unresponsive. The remaining functional testing could not be performed. Pump casing was opened and there was no evidence of moisture ingress or intermittent conditions inside the pump.